Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-05197. The pt is implanted with two leads (from different lots). It was reported the pt is receiving inadequate coverage. The pt is also experiencing uncomfortable stimulation and muscle contractions. One of the leads showed low impedance. A fluoroscopy was performed and revealed one of the leads had migrated. The pt's doctor feels nothing is wrong with the lead placement. In the meantime, the pt will be monitored. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.